Event description:
It was reported that during a stenting treatment procedure, stent malposition occurred. An unspecified size promus element plus stent delivery system was advanced to the target lesion and deployed at 16 atmospheres. It was noted that the proximal end of the stent was not completely deployed or "tapered". No patient complications were reported. Additional information has been requested and is not available.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).